Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date not reported) for the explant surgery. This report is submitted on november 23, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 02, 2024.

Manufacturer narrative:
This report is submitted on november 07, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 as the patient is a non-user.